Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings:a review of the black box and pump histories did not find any errors, alarms, or warnings related to the complaint. Visual inspection revealed that there was no physical damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test battery cap was able to secure appropriately to the pump. The pump powered on with functional auditory and vibratory features, but the display remained blank. The presence of functional auditory and vibratory features indicates that there was power to the pump. A blank display screen can be misinterpreted as a power issue. The pump was opened and no damage was found to the power circuit. The complaint of intermittent power could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed a failure of the erasable read-only memory (eeprom).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly there was no damage to the battery cap or battery compartment and no moisture in the battery compartment. During troubleshooting, the reporter was instructed to insert a new battery from a new pack, and the pump did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.